Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer fell off the motorcycle and the insulin pump display was broken. Customer's blood glucose level was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device powered up with an illegible partial display consisting of multi-color lines running both vertically and horizontally. In addition to this, there is a gray area at the bottom of the screen. After further review, the lcd screen is cracked in the lower right corner. Unable to perform the displacement test due to the display anomaly.